Manufacturer narrative:
It was reported that low pressure is delivered to the device due to defective air gas module. Identification of issue has been done by analyzing problem description and service report. Although the device was connected to the air supply, the message about the lack of connection was visible. This allowed the technician to identify the air gas module as faulty. The air gas module was replaced and the device was delivered to the user in working condition. The gas modules regulate the inspiratory gas flow and gas mixture. The issue was decided to be reported based on available information as defective gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient harm. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. Therefore, the root cause to the reported issue has not been determined.

Event description:
It was reported that low pressure is delivered to the device due to defective air gas module. There was no patient harm. Manufacturer's ref. #: (B)(4).